Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has pneumonia and is dehydrated. The lead is experiencing sensing difficulties. The lead is still in use and will be monitored during the illness and after the patient is hydrated. No patient complications have been reported as a result of this event.